Event description:
It was reported that the patient stated her patient programmer has been messed up for about 3 weeks. The patient saw the hcp (healthcare provider) last week on (B)(6) and they traded her patient programmer for a working patient programmer. The patient's hcp called and left her a message that she needed to call patient services. A problem with the patient programmer was reported. When the patient would try to go up, it would not go up. The patient got new batteries and replaced the batteries. The patient took it with her to the hcp and they could not get it to work. Usually, the patient's granddaughter helps her operate her patient programmer. The patient never works it, does not know how to. Troubleshooting was limited due to the fact that the hcp has the patient programmer that does not work. Patient services asked the patient if the patient programmer she currently had was working and the patient did not know. She had her granddaughter using it (over the weekend). The patient said the one the hcp gave her seems old. The patient was not able to make adjustment both with or without antenna attached. Redirected caller to patient's hcp. Patient services asked the patient to have the hcp call with the serial number and the information about the patient programmer that did not work. Patient services called the patient back and offered to call hcp. While on the call, the patient said the therapy stopped helping her control symptoms until her remote started having problems about 3 weeks ago. The patient's granddaughter turned it up or put it on another program, till the last time she couldn't turn it up. It was helpful when her granddaughter turned it up or changed programs, until her granddaughter said she needs to have it checked and she went in and they said she absolutely needed another remote and antenna. The nurse said she had to call the manufacturer. Patient services called hcp and spoke with nurse, who did not know that patient has a replacement from the doctor, just that she had spoken with representative and told the patient the patient needed to call the manufacturer. Patient services called the manufacturer's representative who stated he was quite sure the patient has her original patient programmer, not a replacement from the doctor the representative tested her patient programmer and it works without the antenna but not with the antenna attached. Patient services called the patient back to ask the serial number (B)(4), her original. The patient called again but still doesn't have the serial number off of the battery compartment of the programmer. The patient's programmer is currently at their hcp and we had told her during the last call to call them to get this serial number. The patient stated she will try calling the hcp again. Regarding the programmer, it was noted: won't do telemetry with or without antenna. No patient harm reported. Upon device return, analysis found that the programmer, serial number (B)(4) - antenna jack broken. C300. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0huws, implanted: (B)(6) 2014, product type: lead. (B)(4).